Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2 and h6 (component code, type of investigation, investigation findings and investigation conclusions). H6: type of investigation: labeling review. H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Based on the complaint investigation, the complaint for device not completely de-aired during flushing and preparation was confirmed with empirical evidence via visualization of air reported. The complaint was confirmed, however no manufacturing non-conformities could be identified. Potential root causes may include variations in procedural use or air from a non-pascal source. However, a definite root cause is unable to be determined. Since no edwards defect was identified, corrective or preventative actions are not required.

Event description:
As per the report received from spain, edwards received notification of a pascal precision procedure in the mitral position. During the procedure, air was introduced into the patient who experienced st-elevation, hypotension and left arm and leg paralysis. During device preparation, no issues were reported. The patient was under general anesthesia, with no saline drips or pressure monitoring devices connected to any handles. A syringe remained attached to the introducer until guidewire insertion, and the guide sheath handle was not elevated during the procedure. The guide sheath was 2-3 cm approximately into the patient and the dilator was kept in place for no more than 5 minutes while the device was being prepared. According to the field clinical specialist, the guidewire was retracted into the dilator, and both were removed simultaneously. A syringe was then connected to the stopcock before the introducer with the pascal device was inserted. Air was observed when the guide sheath was advanced into the left atrium and again during dilator removal. According to medical opinion, the amount of air present was greater than typically expected and the dilator was retracted rapidly. The patient subsequently experienced st-elevation and hypotension, with visible air in the left atrium. Immediate intervention included administration of 100% oxygen and medication to stabilize blood pressure. Symptoms resolved within approximately two minutes, with normalization of st levels. A post-procedure CT brain scan was conducted to assess neurological impact. The pascal implant remains in place, maintaining mitral regurgitation at grade 1, and coronary status is stable. The patient was experiencing paralysis in the left arm and leg; CT imaging showed no significant changes in major cerebral vessels. As per latest information, patient was recovering the mobility and she was discharged.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.